Event description:
Tech alleged that the hi/low drifts down on this bed. No pt impact.

Manufacturer narrative:
Tech found that the hi/low brake is not stopping the bed. Tech lubricated the hi/low brake to resolve the issue.